Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The encore device and all its components were inspected and a hair/eyelash was observed in the tray of the accessory kit. The accessory tray was returned opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that foreign matter was inside sterile packaging. During preparation of an advantage balloon catheter inflation device, it was noted that a fiber or hair was inside the box. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign matter was inside sterile packaging. During preparation of an advantage balloon catheter inflation device, it was noted that a fiber or hair was inside the box. The procedure was completed with another of the same device. No patient complications reported.